Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that vaccine medication "shot" out of the bd integra¿ syringe with detachable needle after use. This complaint was created to capture the (B)(4) related incidents. The following information was provided by the initial reporter: "I am writing to you to report that we have had several syringes malfunction. There has been defective needles where the vaccine shot back out from the hub. The syringes have been tightened and checked prior to use but this has happened on several occasions."

Manufacturer narrative:
H.6. Investigation: one loose used integra syringe inside a plastic bag was received. Due to having been used and risk of handling contaminated sample, the sample was evaluated through the bag. The syringe was received activated with the plunger rod¿s thumb rest level with the barrel shroud and stopper at the bottom out position. The cannula had been retracted. No signs of leakage past stopper ribs were observed in the sample. No leakage past luer was observed in the sample. Two small drops of liquid were observed on the tip of the needle hub under the shield cover, which is normal and may occur after cannula¿s retraction. No manufacturing defects were observed in the returned sample. Unused samples from the same batch with needles not retracted would be necessary for a more thorough evaluation and testing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that vaccine medication "shot" out of the bd integra¿ syringe with detachable needle after use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "I am writing to you to report that we have had several syringes malfunction. There has been defective needles where the vaccine shot back out from the hub. The syringes have been tightened and checked prior to use but this has happened on several occasions".